Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview hemopro endoscopic vessel harvesting system "was foggy" and they "could not get it clear." A new kit was used to complete the procedure. There were no pt effects. The product is returned.

Manufacturer narrative:
Investigation: a visual inspection revealed that the dissection tip was not received. The remaining parts of the unused kit were in the packaging, unsealed. Since the product relating to the complaint was not received, an investigation could not be performed and the complaint could not be confirmed. (B)(4).